Event description:
An alarm 2 was reported by the customer, who experienced an occlusion event earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Although the customer did not take significant action initially, they resumed insulin and requested a replacement pump due to recurring occlusion issues. Technical support completed troubleshooting and agreed to escalate the issue for further assistance, transferring the caller for additional support. Reportedly the customer continued to use the pump for insulin therapy.